Event description:
A patient was unable to be adequately ventilated after being anesthesized in preparation for surgery. The patient was reintubated but the problem persisted. The patient's oxygen saturation had dropped to 90% when the problem was allegedly traced to dislodgement of the gas sampling cap from the sampling port of the hme filter.